Event description:
It was reporter that three hours after insertion of the intra-aortic balloon, the pump experienced helium loss 2 alarms. The pump was exchanged, but the alarms continued. The iab was removed. There were no pt complications.